Manufacturer narrative:
Patient¿s weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 29 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported that on (B)(6) 2018, the patient coded, was unresponsive, and required intubation. The patient became hypotensive and required multiple rounds of chest compressions and epinephrine. The code was associated with leukocytosis and fever secondary to purulent sacral decubitus ulcer. The patient recovered from the code, and on (B)(6) 2018, the patient was doing better but remained intubated. On (B)(6) 2018, the patient had a change in neurological status with some posturing noted. CT scan showed acute left occipital intraparenchymal hemorrhage. The patient had endured a devastating brain injury with very poor prognosis. Any intervention to evacuate the intracranial (ic) bleed was felt to be futile. The patient¿s family expressed clear wishes to proceed with comfort care measures, and the patient expired.

Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) did not reveal any device-related issues. A direct correlation with the reported event could not be conclusively determined through this evaluation. Additionally, review of the submitted system controller log files confirmed low flow alarms; however, a specific cause could not conclusively be determined through this evaluation. The device was returned assembled with the pump cable intact. The modular cable was not returned with the device. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft and bend relief were cut approximately 3 inches from the outflow graft hardware. The apical cuff was returned and engaged with the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed post-explant, residual blood, but no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvas event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.